Event description:
Two staff assisting and demonstrating to a third staff member proper technique for resident transfer to commode in mechanical full-lift. The safety clip broke and sling slipped off the hook on one side causing the resident to fall to floor. Resident sustained fracture to the femur. Dates of use: 4 months. Diagnosis or reason for use: cva, right below knee amputation. Event abated after use stopped or dose reduced? Yes.